Event description:
Info was rec'd that the device experienced thermal damage that resulted in deformation of the enclosure. The pt was using the device at the time, but there was no reported harm to the pt. The device was evaluated and thermal damage was found on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.

Manufacturer narrative:
Na.